Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that e117 error occurred due to poor connection between the mother board and the dual inline memory module (dimm). The cause of the poor connection could not be identifed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during maintenance, the visera 4k uhd camera control unit exhibited communication error e117. There was no patient involvement in this event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, error e117 was noted, which was caused by poor connection. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.